Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to an extreme low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The customer had highs of about 400 mg/dl during the hospitalization. The customer was having issues with sensor connectivity. The insulin pump will not be returned for analysis.